Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was used during a procedure, (the exact date is unknown) according to the complainant, the physician believes the nurses have been clogging the j-tubes by putting medications through the feeding port as opposed to the medication port. A new three port through the peg jejunal feeding tube (j-tube) has been placed, (exact date is unknown.) Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.